Event description:
A settings/memory issue was reported with the adc device. A customer reported receiving the ¿same exact readings of 45 mg/dl¿ on their meter and consequently, the customer experienced a loss of consciousness. The customer was treated with grapes, soda, and cookies by a family member. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided for the meter. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for freestyle precision neo meter for the reported complaint and no trends were identified that would indicate any product related issues. Dhrs for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer ((B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A settings/memory issue was reported with the adc device. A customer reported receiving the ¿same exact readings of 45 mg/dl¿ on their meter and consequently, the customer experienced a loss of consciousness. The customer was treated with grapes, soda, and cookies by a family member. There was no report of death or permanent impairment associated with this event.